Event description:
On (B)(6) 2025, the patient was unsure how many meal announcements for lunch were entered. The blood glucose (bg) was reported as 62mg/dl at the time of the call. Agent guided patient on checking meal announcement history. Patient has rapid-acting carbs available and is prepared to treat low bg if needed. This is how the blood glucose was corrected. Bg was not out of range for 90+ minutes, no symptoms experienced by the patient and no medical interventions required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.